Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of over-sensed noise exhibited by the right ventricular lead. Further evaluation revealed that noise resulted in pacing inhibition. The patient was pacing dependent and was scheduled for lead replacement, and the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of oversensed noise was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.